Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right jugular vein due to right lower extremity deep vein thrombosis (dvt). The filter was retrieved (B)(6) 2019 via an open surgical procedure. Per retrieval report (successful), "inferior vena cava filter with extension of 1 of the legs into the 2nd portion of the duodenum." "The retroperitoneal tissues overlying the inferior vena cava incised, and the inferior vena cava was identified and carefully encircled in its distal aspect. We then dissected up along the course of the vena cava and identified the left and right renal veins. These were carefully dissected free and encircled with vessel loops. The cava, itself, superiorly was also encircled with an umbilical tape. It was obvious that multiple tines of the inferior vena cava were well out of the inferior vena cava. Several appeared to be in the soft tissues surrounding the ivc filter and one in particular went through and through the duodenum adjacent to the inferior vena cava. We carefully dissected the tines of the filter as best as we could with the exception of the duodenal perforating tine. [Physician] was consulted and his team performed endoscopy, and we saw the filter tines extending through the lumen of the duodenum and extending out. We removed this tine of the ivc filter, and the duodenum was repaired with interrupted 3-0 silk lembert type sutures." "After adequate circulating time has elapsed, the ivc was clamped proximally and distally and the renal veins were clamped and the inferior vena cava was opened with a longitudinal cavotomy on the anterior wall of the cava. We were then able to completely remove the inferior vena cava filter. Several of the long tines were cut with wire cutters to facilitate their removal and avoid bringing the barb through the vena cava, which would have torn the cava. The filter was completely removed and the cava was irrigated with heparinized dextran solution." "The patient tolerated the procedure well and was taken tot he recovery area in satisfactory condition".

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, complex removal. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. 10 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.